Event description:
The customer states that they are unable to get results (no error codes available) when running one patient's sample on the axsym digoxin iii assay. There was no impact to the patient's management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.